Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor broken. Broken part was still attached to sensor base. It was unable to confirm if the customer received the sensor damaged due to it was returned opened/used.

Event description:
The customer reported via phone call that she changed the sensor and kept receiving lost sensor and sensor error alerts. Insertion technique was reviewed and it was found that the customer had blood at site. The customer removed the sensor. The sensor was replaced and returned for analysis.